Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that after 3 months dental implant was installed in intraoral region 9#, its non-osseointegration was observed. In addition, the patient presented bone type IV, immediate load was performed and bone graft was executed.